Event description:
It was reported the device was checked on (B) (6) 2009 and longevity was 2.5 years (1.5 - 3.5 years), the sensing, threshold, and impedances were noted to be fine. On (B) (6) 2009, "the pacemaker suddenly stopped working." It was reported the patient's heart rate suddenly dropped. The patient was taken to the emergency department at the hospital. The device was replaced. The patient was reported to have been "scared." No further patient complications were reported as a result of this event. Additional information received reported the patient was pacemaker dependent and "had returned to pre-pacemaker symptoms." The device had gone to no output, could not be interrogated,and had been replaced emergently.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
It was reported the device was checked on (B) (6) 2009 and longevity was 2.5 years (1.5 - 3.5 years), the sensing, threshold, and impedances were noted to be fine. On (B) (6) 2009, "the pacemaker suddenly stopped working." It was reported the patient's heart rate suddenly dropped. The patient was taken to the emergency department at the hospital. The device was replaced. The patient was reported to have been "scared." No further patient complications were reported as a result of this event. Additional information received reported the patient was pacemaker dependent and "had returned to pre-pacemaker symptoms." The device had gone to no output and had been replaced emergently.

Event description:
It was reported the device was checked in 2009 and longevity was 2.5 years (1.5 - 3.5 years), the sensing, threshold, and impedances were noted to be fine. On 12/5/2009, "the pacemaker suddenly stopped working." It was reported the patient's heart rate suddenly dropped. The patient was taken to the emergency department at the hospital. The device was replaced. The patient was reported to have been "scared." No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.